Manufacturer narrative:
(B)(4) - although there were large drains during the ccpd treatment, the treatment data from the cycler indicates that the drain volumes met the minimum drain criteria and the cycler performed as designed. The large drain volumes were the result of the accumulated residual fluid from the previous cycles. (B)(4).

Event description:
Patient had complained of shortness of breath for the past 5 weeks and has been seeing a pulmonologist. Patient's husband reported that the patient was diagnosed with right pleural effusion and that the leak must have happened on (B)(6) 2012 when she had an overfill of the abdominal cavity during a ccpd treatment. On (B)(6) 2012, patient's husband called tech support to report patient drained 1895 ml out of 2500 ml in drain 0. Husband stated she normally drains 3000ml. Patient continued with the treatment. On (B)(6) 2012, husband called again during the same treatment to report the cycler was not draining properly. After the fill 1 of 3006 ml, patient became uncomfortable. Patient did a stat drain 22 minutes into swell 1 and obtained 4776 ml. Fill 2: 3006 ml and drain 2: 2154 ml. After fill 3 of 3006 ml, per husband, patient stayed in dwell 3 "as long as she could stand it." Patient did a stat drain after 1 hour 5 minutes into the dwell and obtained 4483 ml. Husband reported that the uncomfortable sensation resolved upon draining and the patient was able to complete the ccpd treatment. The husband reported that the patient had been short of breath since. Patient was eventually diagnosed with right pleural effusion at unknown date and a thoracentesis was performed on (B)(6) 2012. The 400 ml of fluid drained was positive for glucose which suggest fluid leaking from the peritoneal cavity to the pleural cavity. The patient was not hospitalized for this event. Patient was placed on hemodialysis for 2 weeks then resumed ccpd with smaller fill volumes. No other reported problems at this time.